Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform the displacement test, no delivery alarm and motor position encoder error alarm. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 188 mg/dl. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.